Manufacturer narrative:
(B)(4).   No further follow up is planned. Evaluation summary a patient reported that a humapen savvio device required a lot of pressure during the administration of medication. Investigation of the returned device (batch 1307v02, july 2013) found that the device met functional requirements and met dose accuracy and glide (injection) force specifications. Investigation of the face clutch engagement failure malfunction, originally identified at the initial testing site, was not confirmed by the final investigation. The device passed all testing specific to the malfunction, and the internal inspection did not reveal any damage to the components typical of face clutch engagement failure. No malfunction was identified. There is no evidence of improper use or storage.

Event description:
Lilly case ID: (B)(4). This device case, which does not involve an adverse event, reported by a consumer who contacted the company with a product complaint, concerns a patient of an unknown age, gender, and ethnicity. The patient was taking an unspecified medication via humapen savvio pen (graphite) for the treatment of an unknown indication. On (B)(6) 2017, the humapen savvio pen (graphite) required a lot of pressure during the administration of the unspecified medication. (Product complaint (B)(4) /lot number 1307v02). On 19may2017, the device was returned. No malfunction was found. It was noted that the patient changed needles twice a day. The patient operated the device. It was unknown if the patient was trained. The device was approximately 4 years old. The duration of use for the device model was unknown. The device was returned on 19may2017. Update 26jun2017: additional information received on 26jun2017 from the global product complaint database. No new information was provided. Update 28jun2017. Follow up received 27jun2017 from the global product complaint database did not contain any new information. Update 28jun2017. Additional information received 28jun2017 from the product complaint safety database. On the device tab entered the device specific safety summary (dsss), updated the european and canadian (EU/ca) device information, updated the medwatch field with the device information, changed malfunction to no, added approximate age of the device, and the narrative was updated accordingly.

Manufacturer narrative:
Reportable malfunction/incident identified. Investigation in progress. This is an initial report. A follow-up report will be submitted when the final evaluation is completed.

Event description:
(B)(4). This device case, which does not involve an adverse event, reported by a consumer who contacted the company with a product complaint, concerns a patient of an unknown age, gender, and ethnicity. The patient was taking an unspecified medication via humapen savvio pen (graphite) for the treatment of an unknown indication. On (B)(6) 2017, the humapen savvio pen (graphite) required a lot of pressure during the administration of the unspecified medication. ((B)(4)/lot number 1307v02). On 19may 2017, the device was returned. Upon investigation the device was found to have a face clutch engagement failure. It was noted that the patient changed needles twice a day. The patient operated the device. It was unknown if the patient was trained. The duration of use for the device model was unknown. The device was returned to the manufacturer on 19may2017.